Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Since (B)(6) 2014 maximum right ventricular (rv) threshold is consistently greater than 2.5 volts. Rv pacing impedance trends are within range. Concomitant product: 507645 ra lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.